Event description:
Related manufacturer reference number: 2017865-2024-34609. It was reported that during implant that a dislodgment occurred, and helix was unable to extent on the right ventricular (rv) lead. During the procedure a missing set screw was noted on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the rv lead and ICD. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed, the cause of the reported helix event was isolated to an overtorqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.